Event description:
Patient's head slipped in a 3 pin a1059 mayfield skull clamp. The patient incurred a laceration.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.